Manufacturer narrative:
The reported events were helix damage, a helix mechanism issue, and intermittent capture. As received, a complete lead was returned in two portions for the analysis. The reported event of a damaged helix was not confirmed. A visual and x-ray examination was performed and there were no anomalies in the helix region. The reported events of a helix mechanism issue and intermittent capture were confirmed. An x-ray inspection found the inner coil over torqued at the connector region which is consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the over torqued inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-70789. It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited intermittent capture. Additionally, the helix of the ra lead failed to be extended, retracted, and eventually broke. The physician elected to use another new ra lead but the second ra also exhibited intermittent capture, failure to extend the helix, retract the helix, and eventually broken. The physician completed the procedure with another new ra lead and the patient was in stable condition.